Event description:
Journal article received: can the proximal femoral nail be improved? Authors: schipper i.b., simmermacher r.k.j., huttl t., frigg r., messmer p., schutz m., lenich a., van der werken c. European journal of trauma. 2005; 31 (3) :258-265. This article reports a multicenter observational study of 245 patients with a mean age of 75 diagnosed with unstable trochanteric fractures which were treated with modified proximal femoral nail (mpfn). Subsequently, patient adverse events included postoperative wound problems, dislocation of proximal screws, pseudarthrosis, hardware removal and or replacement. It is unknown if synthes device(s) contibuted to the adverse events. This complaint represents 17 deaths in the study. One patient died due to operation site-induced sepsis; the remaining causes of death are unknown. There is no suspected association between death and the use of the product. This is 1 of 4 complaints regarding this article. This is 4 of 5 for unknown end cap for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. No suspected association between death and the use of the product. This article was printed in 2005. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.